Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dislocation of left knee prosthesis. Arthrotomy, left knee with revision of the left knee tibial component and exchange to 16 mm total stabilized polyethylene.